Manufacturer narrative:
Additional information was added to h6 and h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused medication during patient infusion. Vancomycin was in a 250ml bag programmed as a secondary to be run at 250ml/hr. The pump indicated that two (2) minutes was left for the infusion; however, the bag was still half full. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.